Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. One of the ventricular oversensing episodes had t-wave oversensing (twos). A follow up with the patient¿s healthcare provider yielded that the lead was checked and could not reproduce the issues. The lead remains in use. No patient complications have been reported as a result of this event.